Event description:
It was reported to philips that the host pc does not start up, which would prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) found host pc initialization issue during the service of another work order. Upon inspection, host pc started to initialize normally. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.